Event description:
During a routine follow-up, the st jude medical rep could not complete an interrogation. Troubleshooting exercises including block mode programming was performed for communication difficulties without success. A communication error message was received and the decision was made to explant the device.